Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator was not switching on. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The investigation regarding the reported complaint has been finalized. The unit was investigated by our field service engineer (fse). The investigation concluded that the panel was black during system start-up. The dc/dc pc(printed circuit) board was replaced to resolve the event. Previous investigations based on similar event show that the event is due to a communication error between the panel and monitoring sub-system. This event does not affect ongoing ventilation, if the event occurs at start-up the screen will not light up and ventilation cannot be started. Our conclusion into this matter is that the event is due to the faulty dc/dc standard connectors pc board. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).